Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and patient blood test results, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2012 allegedly due to pain, elevated ion levels, and pseudocyst. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup and modular head were removed and replaced. Presence of a pseudocyst was not confirmed. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2007. Subsequently, a revision was performed allegedly due to pain, elevated ion levels, and pseudocyst. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported." Number 4 states, ¿loosening or migration of the implants may occur.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01743 and 1825034-2013-05435).